Event description:
It is reported that the patient was revised due to chronic dislocation.

Manufacturer narrative:
Eval summary: one or a combination of the following mechanisms may have contributed to the dislocation observed: unsatisfactory placement of the component parts (shell, stem, or liner). This may have led to impingement (levering) at various interfaces: neck/liner, shell/bone, and/or neck/shell which may have led to dislocation. Extend of component stability. If components that were not matched for the patient requirements were used (i.e. Improper offset, femoral head size), this may have led to dislocation. Extend of soft tissue tension. Inadequate soft tissue tension and/or poor functional muscles around the hip may have not been able to provide functional support to the joint, which may have contributed to dislocation. Patient behavior. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.